Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2017, patient was admitted to the hospital for having high blood glucose (bg) levels and was later diagnosed with diabetic ketoacidosis (dka). The patient's bg levels reached 53 mmol/l (955 mg/dl) while wearing the pod for an unknown period of time on the abdomen. At the hospital, the patient ended up in the intensive care unit (ICU) as he was reported to be in critical condition. As treatment, the patient received an intravenous (IV) insulin drip and was administered potassium. The patient's wife could not recall if anything else was administered. The patient was released from the hospital on (B)(6) 2017, and to the wife's knowledge, there were no setting adjustments. The patient's wife was unable to provide any further information.